Event description:
A customer reported that they were experiencing an err3 error code on their freestyle meter. During the course of the investigation on the returned meter, it was confirmed that the unit of measurement setting could be changed from mg/dl to mmol/l, and the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the fa16may2006 letter.